Manufacturer narrative:
H4: device manufactured on october 30, 2021- november 01, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed that a leak was evident at the port 2, spike port bonding area. The reported condition was verified. By the nature of the sample, no additional tests could be performed. The cause of the condition could not be determined; however, the cause was likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This was identified during set-up. There was no patient involvement. No additional information is available.